Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident, and 52 m/dl at the time of admission. The reservoir was re-filled and after about 10 minutes, it was empty. The customer was at 257 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.